Manufacturer narrative:
A review of the device history record could not be performed. This is clinical literature research. No further information can be obtained for the cases mentioned in the study. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature report noted a case of corneal intraoperative perforation during a laser assisted intrastromal corneal ring segments (icrs) implantation. Icrs was not implanted. Surgery was repeated three months later. Corrected distance visual acuity improved and residual astigmatism decreased. There are three related reports for this literature report. This report addresses a case of corneal intraoperative perforation and other manufacturer reports will be filed.